Event description:
Towards the end of a pediatric dental procedure, the anesthesiologist observed a message on the drager fabius gs anesthesia machine "flow sensor failure". He unplugged the flow sensor cable and then reconnected it. He called for biomedical engineering. The flow sensor was then glowing red and smoking. The procedure had already been completed and the pt was being moved out of the room. On examination of the sensor after the incident, it was noted that the plastic sensor cartridge was blackened, melted in places and the sensing electrodes inside it were black.